Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: 49410isp mfg date: 03/30/2009, exp date: 04/30/2014; 49463isp mfg date: 04/15/2009, exp date: 05/31/2014; 49219isp mfg date: 02/25/2009, exp date: 03/31/2014; 49476isp mfg date: 04/08/2009, exp date: 05/31/2014; 49506isp mfg date: 04/23/2009, exp date: 05/31/2014; 49537isp mfg date: 05/01/2009, exp date: 06/30/2014. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a pt underwent a frontal bone fracture reduction procedure on (B) (6) 2009. The drain was placed under the skin at the top of the pt's head. When the surgeon removed the drain on (B) (6) 2009, it was difficult to remove. The surgeon "pulled the drain with all of his force", it broke and remained in the pt's body. He could not visually find the drain fragment. CT scan was performed on (B) (6) 2009, however, the surgeon did not scan the top of the head. In (B) (6) 2009, a CT scan was performed as a follow-up. The drain fragment was found and a re-operation was performed on (B) (6) 2010 to remove the 10 cm fragment. As of (B) (6) /2010, the pt's condition was stable. The surgeon opines that the drain was stuck to the suture.